Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device inappropriately shut down. Clinician indicated that they attempted to turn the device on and the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.